Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized and was discharged seven days later. The treatment for the peritonitis included unspecified antibiotics intraperitoneally (dose and frequency not reported). At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.